Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the outpatient clinical after receiving inappropriate therapy. The patient had atrial fibrillation resulting in a high ventricular rate causing anti-tachycardia pacing in the ventricular tachycardia zone and shock therapy in the ventricular fibrillation zone. No device malfunction was suspected. The patient was discharged home on increased medication and was stable.